Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 9617604-2024-00578 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process

Event description:
It was reported that during use needle tip barbs were found. There was patient involvement and no patient harm reported.